Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014, and the patient reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report. This report is filed (B)(4) 2014. Device currently unavail for analysis.

Manufacturer narrative:
(B)(4). Device currently unavailable.